Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 232 mg/dl and 96 mg/dl, and 526 mg/dl and 182 mg/dl. Strips used in the comparison are no longer available. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.